Event description:
A pt underwent laparoscopic appendectomy. At the end of the procedure, the trocar split. X-ray taken. Trocar appears intact, but is not radiopaque. Trocar sent to sales representative of manufacturer. Date product was returned unknown.